Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he went to the hospital due to his cgm being more than 200 points off on (B)(6) 2013. Dexcom technical support attempted to gain additional information, however, the patient was unwilling to give any further information.